Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and damaged. Type of damage was not specified and the customer declined troubleshooting and follow up from tandem technical support. There was no reported impact to customer's blood glucose.